Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate, a (B)(6) year old female patient with multiple co-morbid medical conditions was admitted due to a fall and myocardial infarction (mi) on (B)(6) 2011. The patient eventually expired on (B)(6) 2011. According to the nephrologist and the pd nurse, there is no information that reasonably suggests a casual relationship between the device and the reported death event. The sample was discarded and not returned to the manufacturer for physical evaluation. A search analysis was performed to find any lot numbers delivered to the patient for the last 2 months. The stock of the lot delivered to the patient was not available to be analyzed. An investigation of the device manufacturing records was conducted. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The peritoneal dialysis (pd) nurse reported that the pd patient had passed away on (B)(6) 2011 and the cause was respiratory failure. The liberty cycler had been turned off approximately 30-60 minutes before she passed away, and the patient was not connected to the device and cycler cassette at the time of her death. The nurse stated that prior to the patient's death, she was not doing well and had deteriorated. The nurse also stated that the patient had recently suffered falls at her home and in the hospital. The cassette was discarded.